Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a broken reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked window display corner, scratched lcd window and case.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 126 mg/dl at the time of incident. The customer's mother stated that the insulin streamed out even after changing the infusion set and reservoir. The customer's mother stated that they do not have a backup plan. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.